Event description:
It was reported that the customer administered a bolus but ¿forgot¿ to eat at requesting the bolus in the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 52mg/dl. Customer consumed carbohydrates to address bg.